Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a pinhole on the shaft. Evaluation found the pinhole on the shaft caused water to leak out. Origin of a pinhole could not be determined. Exact cause of sample condition could not be determined and could not be assigned to a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] This can lead to premature deflation." (B)(4).

Event description:
It was reported that the user found that the water leaked from the root of the catheter after placement. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the water leaked from the root of the catheter after placement. The catheter was replaced.